Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleges that they have not had this wheelchair for that long and the backrest is very stretched out and already starting to rip.